Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies and ultimately reverted to an alternate method of insulin delivery to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.